Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that upon removal of the inflation device from the device packaging, it was allegedly identified that the gauge needle was stuck at 8 atms. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: the device was returned for evaluation. A visual inspection found the gage needle returned aligned at 8atm, not at 0atm. An attempt was made to determine if the gage needle was just stuck at 8atm. However, the needle did not return to 0atm. Therefore, the investigation is confirmed for the reported stuck gage needle. The device was connected to an in-house pressure gage and an attempt was made to pressurize the device. The device pressure was increased in increments of 4atm, and both the presto gage and the in-house pressure gage reflected the same pressure increases. Per the device evaluation from the manufacturer, it is likely that the deformation of the bourdon tub in the gage is the root cause for the needle being aligned at 8atm, while still registering pressure increases. Potential root causes were identified to be shock damage be dropping the device, or by over-pressurization past 40atm. However, it should be noted that the presto pressure gage is 100% visually inspected for needle alignment after device assembly. Therefore, the definitive root cause for the alignment issue could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: h3, h6 (results 1, conclusion 1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon removal of the inflation device from the device packaging, it was allegedly identified that the gauge needle was stuck at 8 atms. There was no patient contact.